Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir cap threading in pump and scratches on the screen. The customer's blood glucose was unknown at the time of incident. The customer also report the random no delivery alarm and rejected new battery. Troubleshooting was performed. The insulin pump will not be return for analysis.